Event description:
The customer stated that they are getting inaccurate aorta diameter measurements.

Manufacturer narrative:
The device was not returned for evaluation. Inaccurate aortic diameter measurement.